Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor went to open an implant vial during a procedure and the implant was missing. It still had the cover screw and plastic inside of the vial, but the implant was missing. They were able to complete the procedure with another implant.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
A imp,tsv,3.7,10,mtx,mg (tsvtb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. However the packaging/vial was returned with no product and seals broken. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number (1250403). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1250403) for similar events and no other complaint was identified. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is parts may be separated from the inner vial assembly by blowing air and improper setup of the system resulting in accepting mislabeled package however, the most likely cause for the event is customer error in handling of the device, as the DHR was reviewed and revealed no discrepancies in device quantity for each package. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.